Event description:
Caller reported an incident of hypoglycemia requiring hospitalization within 24 hours of having attempted, being unable to use the multiclix device because he was unable to insert the lancets. Product not available for return, customer declined offer of replacement.

Manufacturer narrative:
Product not available for return.